Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that lead and associated device displayed an increase in shock impedance measurements to greater than 125 ohms. The patient was seen for a revision procedure. A 1.1 joule commanded shock was delivered to test the system; the resulting impedance was 118 ohms. The lead was carefully inspected; no damage was noted to the lead. It is unclear what the cause of the high impedance was. The device was explanted; the lead remains in service. There were no additional adverse patient effects reported.